Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Lot 54145321 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. Lot 52333121 testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The customer was bridged with lovenox (enoxaparin sodium - nm heparin) in addition to warfarin. The coaguchek xs test strips are insensitive to unfractionated and fractionated heparin in concentrations up to 2 iu/ml blood. If the concentration is higher than 2 iu/ml, as long as the patient is bridged with heparin with any other anticoagulants (like warfarin), the use of the coaguchek system has to be stopped. Occupation was patient/consumer: na.

Event description:
There was an allegation of questionable results from coaguchek vantus serial number (B)(4) using two different vials of test strips. At 8:40 am, the result from the meter was 1.6 inr. At 9:02 am, using a puncture on the same finger, the result was 1.8 inr. At 10:00 am, the result from a laboratory using an unknown reagent was 2.1 inr. At 11:03 am, using a puncture on the same finger, the result was 1.8 inr. There were no medicine changes based on the meter results. The customer had a diet of low sodium and low carbs. The therapeutic range was 2.0-3.0 inr and tests every two weeks.